Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported) and the patient was re-implanted with another cochlear device on (B)(6) 2022. This report is submitted on march 14, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 20, 2022.

Event description:
Per the clinic, the patient experienced pain with device use (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on december 16, 2021.